Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: attune rp tib base sz 4 cem knee tibial tray component; unknown knee femur component; attune ps rp insrt sz 5 7mm knee tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
Patient had right tka performed on (B)(6) 2015 by dr (B)(6) patient presented with loose tibial component. Patient was taken to operating room and the revision was performed the tibial component was removed with absolutely no effort, literally the doctor pulled it off with his fingers. There was no cement stuck to the bottom of the tibial component, all of the cement was stuck to the bone. Patient would have had depuy smartest with gentamicin cement used during the primary surgery. Other patient history includes a left knee and it also was revised for aseptic loosen of the tibial component, this one was a sigma ps femur and rotating platform tibia. This primary knee was done in 2013 and revised in 2017. Patient consequence? Unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Pc-(B)(4). The device associated with this report was not returned for evaluation. Review of the provided x-rays and photographs confirm the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.